Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation, "plug inside is floating" and "valve delaminated from shell." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, total delamination of valve assessed as adhesive failure and one opening in anterior side assessed as surgical damage. Other-technical: observed, total delamination of valve assessed as adhesive failure. Delamination: observed, total delamination of valve assessed as adhesive failure. Additional observations: white particles in device inner surface are observed. Wear abrasion is observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Reason for reoperation: delamination, other-technical

Event description:
Healthcare professional reported, "plug inside is floating" and "valve delaminated from shell." The device has been explanted and replaced.